Event description:
It was reported that the insulin pump gave a motor error and button error alarm. Troubleshooting was performed. The buttons were not pressed for longer than three minutes. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm noted. The insulin pump passed the motor test. The insulin pump had a missing end cap sticker.